Event description:
A peritoneal dialysis (pd) contact called in with drain complications. The patient required hospitalization for fluid overload from (B)(6) 2014. Medical records have been requested.

Manufacturer narrative:
Based on the info provided, it is unk if the device may have caused or contributed to the reported event. The post market clinical staff is in the process of requesting medical records applicable to the event. A supplemental report will be submitted upon completion of the physician's assessment of the reported info and the plant's investigation.